Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing in the right ventricular (rv) channel resulting in a delay in therapy. Technical services (ts) was consulted, and upon review of the available information noise was observed in the rv rate sense channel. In addition, a low intrinsic right ventricular amplitude was observed. This ICD remains in service. No adverse patient effects were reported.